Event description:
During installation of the ventilator, the manufacturers field service engineer (fse) reported the ventilator battery would not hold a charge and required replacement. The device was not in use on a patient. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if use. Replacement battery was ordered to address reported problem. Fse completed replacement of battery upon delivery with no further fault reported.